Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had displayed low pace impedance measurements. The patient underwent a lead revision procedure where it was noted that the lead had dislodged. Insulation damage was also noted. Of note, it was reported that the patient had fallen on the same day that the low impedance measurements were noted. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the returned segment of the lead was analyzed. One piece of the lead was returned, 18 centimeters from the is-1 terminal end. The returned portion of the lead passed continuity testing. The lead was confirmed to have been severed.

Event description:
The lead has been returned for analysis.